Event description:
Patient broke out in raised red welts on both right and left arms, in the exact location the latex free tourniquet had been applied. The reaction was localized, appearing in only those areas that had been in contact with the tourniquet. The rash disappeared within one hour of receiving benadryl.